Event description:
The pt was implanted with scs system on (B)(6) 2007. It was reported that the pt did not feel enough stimulation in her right arm and hand, and felt over stimulation in her neck. The device is still in use. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.